Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that the patient underwent a myosure procedure successfully and during a subsequent novasure procedure on (B)(6) 2026, the cavity integrity assessment passed. However, while deploying the novasure device, the device did not open within the uterine cavity. The device was then removed from the patient and was observed to be opening outside. Upon trying to get the width again, the physician suspected a possible perforation. The physician then scoped the patient and confirmed a perforation. The physician then treated the perforation to control the bleeding. The patient was reported to be stable and doing fine post procedure. No other information was available.